Event description:
Customer stated bed did not work; plugged it in and the bed started going up and down by itself.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.